Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the paroxysmal atrial fibrillation procedure, there was a pericardial effusion. After the transseptal puncture, an effusion was noted in the left atrium via echocardiogram at the point of puncture. The patient had dilated and particular atria. The procedure was cancelled and the patient was stable and was placed under observation. There was no performance issue with the abbott device.